Event description:
The customer's mother reported that the cannula "appears to have not completely deployed" and she said it looks to be only about half as long as normal. The customer's mother said the customer's blood glucose level reached as high as 440 mg/dl and then the pod was deactivated.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported incomplete deployment, or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product met all acceptance criteria.